Event description:
It was reported that screw broke intra-op. The surgery was completed successfully. It is unknown if all broken fragments were retrieved. No surgical delay, no medical intervention, no adverse consequence to the patient reported.

Manufacturer narrative:
Per the additional information received from the sales rep, it was confirmed that the screws are intact. No further investigation will be performed. Therefore, no follow-up reports will be filled.

Event description:
It was reported that screw broke intra-op. The surgery was completed successfully. It is unknown if all broken fragments were retrieved. No surgical delay, no medical intervention, no adverse consequence to the patient reported.

Manufacturer narrative:
Upon further follow-up with sales rep., it was confirmed that the were no issues with a screw. All screws are intact.

Event description:
It was reported that screw broke intra-op. The surgery was completed successfully. It is unknown if all broken fragments were retrieved. No surgical delay, no medical intervention, no adverse consequence to the patient reported.